Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). It was reported that the patient was inquiring about the possibility of getting an MRI. The caller stated that it was claimed that a lead was broken. The hcp was told that they took an x-ray to confirm as the stimulation was not working. The patient was implanted a year ago and it stopped working 3 months later. No further complications were reported.